Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, a greater than 25% stent-graft oversizing reduced the gutter area without modifying the bridging stent patency.

Event description:
Received an article titled "impact of stent-graft oversizing on gutter areas after chimney graft repair for complex abdominal aortic aneurysms" published in the annals of vascular surgery. The article examines the impact of graft oversizing on gutter area and stent compression in chimney graft (cg) for complex abdominal aortic aneurysm (caaa) repair. Per the article, adverse events included endoleaks and stent kink.